Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- part #/ lot # were updated from 12773-02/3070241 to 12673-05/3072041.

Event description:
It was reported that a vessel closure was attempted with a prostyle device after a procedure. Reportedly, the threads [suture knot] was found loose upon plunger removal, therefore the device could not be used for closure. The method of hemostasis was not provided. Subsequent to the initially filed report, the following additional information was received: the device was a proglide (not prostyle). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure was attempted with a prostyle device after a procedure. Reportedly, the threads [suture knot] was found loose upon plunger removal, therefore the device could not be used for closure. The method of hemostasis was not provided. No additional information was provided.